Manufacturer narrative:
Additional information was received that the reason for the procedure was that the patient was having difficulty charging the ipg and could not turn it on. The patient underwent an ipg replacement procedure. It was not sure as to the cause of the symptoms but it was assumed that the battery had reached the length of time that the device has been useful. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.